Manufacturer narrative:
The 510 (k) # is k082590.

Event description:
A patient reported blood glucose results of "over 600, 149 and 127 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.